Event description:
The dr performed patency and preimplantation testing according to ps medical method, and found that the valves were too high, over 10cm. A medium pressure level valve of another MFR was used. Dr disposed of the valves as they were contaminated.